Event description:
The manufacturer received information alleging visualization of smoke pouring from the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of smoke pouring from the device. Medical intervention was not specified. During the device evaluation at product investigation lab, pil observed the following: a dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, inlet/outlet seal, iso port, inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. Dried liquid spots with potential mineral deposits were observed on the iso port, blower, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the inlet/outlet seal. The burn marks were observed on the ui display bezel, ui ribbon cable, and iso port, likely due to a thermal event of the pca. The q3 component of the pca was observed to have thermal damage, likely due to liquid ingress. The heated tube cable was observed to have a damaged prong. Pil was able to confirm the complaint, but not address the symptoms specified.